Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device was displaying the occlusion error message prior to the event. The patient's blood glucose result was not provided. The type of treatment given to the patient was unknown. It is unknown how long the patient was in the hospital. No further information was provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer did not clear the e4 occlusion error according to the user manual.